Event description:
Nurses were setting up the delivery table, when counting sponges it was noted that there were only 10 sponges in pack instead of 20. 2nd nurse went to get pack of 10 sponges from supply room and added to delivery table. There was no patient harm or delay for patient care.